Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the magnet was missing from the latch and the system did not see the drawer closed. The field service engineer replaced the latch on an enhanced drawer on the main to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a cubie/pocket that failed to release. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.